Event description:
Surgeon reported multiple pts reactions of uveitis with symptoms of decreased vision, eye ache, congression of limbus, and exudate of pupil. When specific info or the product and/or pts is received, additional complaint and MDR reports will be submitted.